Event description:
A tech reported that a patient presented with grade 1 diffuse lamellar keratitis (dlk), one day following bilateral lasik surgery. The patient reported having foreign body sensation, and halos. There are two medical device reported associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).